Event description:
It was initially reported that a neurologist was having issues with her programming wand due to unk reason. Follow up with the treating nurse indicated the programming wand would not communicate with the programming handheld. Moreover, it is unk if pts were interrogated using the programming sys. A new programming sys was sent to the treating neurologist and the old programming sys was returned to the MFR to undergo product analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.